Event description:
It was reported to vyaire medical that the 3100a ventilator couldn't get mean airway pressure (map) they wanted during patient use. The customer confirmed no harm was done to the patient.

Manufacturer narrative:
H10: a vyaire field service representative(fsr) evaluated the device onsite and performed a complete 2k pm to adjust and fine tune the unit for correct outputs verified by the flow meter.the fsr did not find any problems with the unit. The unit was working fine, the map pressure was stable. The unit is ready for patient usage. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.